Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device was discarded.

Event description:
It was reported that that approximately 10 years after the patient's knee procedure a revision occurred due to extreme tibial wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical products maxim por ana pri fml 65 lt, catalog # 140072, lot # 258670; biomet ilok pri tib tray 75mm, catalog # 141214, lot # 212710; biomet arcom ap pat w/wire 28mm, catalog # 11-150825, lot # 044870; max pri dcm tib brng14x71/75mm, catalog # 11-146154, lot # 353950.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06762, 0001825034-2017-07525, 0001825034-2017-07531, 0001825034-2017-07540. Reported event was confirmed by review of photos. Visual inspection of the photos confirms severe wear and fracture of the tibial and the bearing components. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.